Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they had repeated no delivery alarms on the insulin pump. Customer stated they have changed the infusion set three times, but the alarm persisted. Customer also reported the no delivery alarm occurred during bolus and basal deliveries. Customer also stated a motor error alarm occured while attempting to fill tubing. The customer's blood glucose was 415 mg/dl. The customer stated they were able to resolve the alarm with a complete set change. The customer agreed to return the reservoir for analysis.